Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The bolus wizard functions properly per bolus wizard sample. The bolus wizard properly delivered the estimate bolus detail. No bolus wizard anomaly, estimate detail anomaly or bolus anomaly noted during testing. No cosmetic damage noted during testing.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 428 mg/dl at the time of incident. The customer's blood glucose was 365 mg/dl at the time of call. The customer's mother stated that they were vomiting. The customer's mother stated that they were given insulin drip to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother reported that the correction bolus was incorrect. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.